Manufacturer narrative:
The essential valve kit (nl8504111) was not returned, and lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. As per complaint report, it is stated that the doctor suspected that ¿it may be a faulty batch¿. However, no lot number was provided and no trends have been identified for catalog nl8504111 that could be related to the reported condition. There are in-process controls throughout the manufacturing process to ensure proper functionality of these devices. Tests such as backflow, leak, occlusion, and pressure test are performed to 100% of the units manufactured. Since the unit will not be returned for evaluation, a root cause determination is not possible at this moment., and failure analysis is not possible. Therefore, the complaint is considered unconfirmed.

Event description:
This report is linked to the following mfg report numbers: 2648988-2025-00022; 2648988-2025-00036; 2648988-2025-00037. An integra authorized distributor reported the following: "during a meeting at the clinical hospital of the medical university of (B)(6), [redacted], who specializes in shunt systems and the treatment of hydrocephalus, presented us an unusual case. She has a 30-year-old female patient who underwent five replacements of the essential shunt system and was referred to her with a non-functioning shunt just two weeks after a reoperation. The reoperations were performed at psk4 hospital in (B)(6), and what is particularly alarming is that all of them took place within the past six months. Yesterday, dr. [Redacted] replaced the malfunctioning essential shunt with a mietke valve. Csf examination did not reveal any abnormalities; protein levels were within the normal range. Dr. [Redacted] handed over the essential shunt valve to us for further examination. She suspects it may be a faulty batch. ¿ implantation date: >> (B)(6) 2025. ¿ explant date: >> no data. ¿ reference and lot number of the valve? >> no data. ¿ how was the valve failure discovered? >> no data. ¿ did the patient experience any signs and symptoms due to valve failure? If yes, please explain: >> no data. ¿ timeframe between the implantation and the onset of signs and symptoms? ¿ current status of the patient? >> death. ¿ event dates of the 5 replacements? >> (B)(6) 2025. ¿ were the valves used for the 5 replacements all from integra? >> the last valve implanted was from b. Braun. ¿ were these 5 replacements events already reported to us? >> no. Unfortunately, we won't be able to obtain further information from the hospital. The patient has died. The patient's death is not related to valve dysfunction."